Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type lead product ID 977a260 lot# serial# (B)(4). Implanted: (B)(6) 2015 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). It was reported via a manufacturing representative (rep) that the patient lost right sided coverage 2 months ago after right knee surgery. The device was reprogrammed to hd settings and the impedances were normal but the issue did not resolve. No further patient complications have been reported as a result of this event.